Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694958 implantable tachy lead, (B)(6) 2007; 506852 implantable pacing lead, (B)(6) 1998. (B)(4).

Event description:
It was reported that the patient was admitted to the hospital after sustaining a fall with injuries due to sudden loss of consciousness. There was a four second pause noted on telemetry. The right ventricular (rv) lead had undersensing, no capture, and one non-sustained tachycardia episode showing non-physiologic sensing. It was noted that there was a history of non-capture and pauses in the past year leading to injury. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.